Manufacturer narrative:
Product ID: 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0f26b, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that there were low, out of range impedances. The patient was seen on the date of this report for initial programmer. It was unknown when the short impedance had occurred. Post-operative impedance reading was not available. Patient denied any falls or traumas. It was noted that the site looked intact. Impedances were c8 727 ohms, c9 718 ohms, c10 721 ohms, c11 727 ohms, 8/9 813 ohms, 8/10 812 ohms, 8/11 36 ohms, 9/10 35 ohms, 9/11 812 ohms, 10/11 813 ohms. It was later reported that there was a short circuit on all contacts. Surgical intervention was required and surgery was scheduled for (B)(6) 2014. Diagnostic testing/troubleshooting included impedance testing. Patient was alive with no injury. No patient symptoms were reported. It was later reported that the caller was in the revision procedure. Impedances were taken at 1.5v on (B)(6) 2014 and were in normal range. It was noted that in the operating room prior to closing the patient at the time of implant impedances were c8 903, c9 778, c10 728, c11 683 and 8/11 1162. The healthcare professional had tried to do initial programming the week prior to (B)(6) 2014 and had found a short. On (B)(6) 2014 c/8 and c/11 were at 535 ohms and 8/11 was 38. The patient was not currently programmed on that side. The patient had not fallen or hit their head. The healthcare professional planned to disconnect the right extension from the implantable neurostimulator (ins), reconnect and test impedances. If impedances were still the same they planned to disconnect the lead and extension to test the lead. Additional information received reported that the patient had undergone revision on (B)(6) 2014. Patient had a short on his right side. Impedances were c0 538 ohms, c3 538 ohms and 03 36 ohms. It was determined that the lead was functioning properly and had normal impedances when tested with screening cable. The extension was replaced and the right side was tested after replacing the extension and impedances were within normal range. The patient would be programmed for the first time on the right side in the next few weeks following the date of this report.